Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs, a review of labeling and instrument service. No other injuries were identified for the customer's issue. Labeling was reviewed and found to be adequate. The automatic reconstitution module (arm) was replenishing wash buffer to the analyzer, however, the buffer level sensor failed to register that the wash buffer reservoir was full. The arm continued to transfer buffer to the reservoir, which overflowed from the reservoir into the instrument. The customer replaced the buffer level sensor (list number 08c94-25) at request of the abbott field service engineer, which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Additional information was provided on 13sept2017 that the injured will require surgery on a torn miniscus of her knee. No further details were provided. An evaluation is still in process.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer was cleaning up a buffer leak from the architect i2000sr analyzer and slipped due to residual liquid on her shoe. She fell and hurt her knee. The customer received physical therapy for a damaged meniscus. This was an existing condition which has been aggravated.